Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving sensor errors. It was reported that the electrode was retracted. The customer's blood glucose level was reported to be 97.2mg/dl. It was reported that the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.